Event description:
It was reported that the patient was involved in a serious accident, in which she received an impact to the implant area. Testing confirmed that the device has malfunctioned, as all electrode channels now have a hi status.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.